Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the absolute pro instruction for use warns: ¿do not use if the temperature indicator is black.¿ the investigation was unable to determine a cause for the black temperature indicator. It may be possible that the device was inadequately stored during transportation or at the account; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 6x60mm absolute pro was implanted in the patient without issue. After the procedure, it was noted that the temperature indicator on the packaging was black. There were no issues with the patient post procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.